Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 the receiver would only operate when connected to the charger. At the time of contact, the patient's father did not report any injury or medical intervention

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device passed exterior visual inspection. The receiver turned on with battery power without issue. Global receiver functional testing resulted in no failures related to the incident. However, a review of the receiver data log found a hardware failure. Additionally, a screen error alarm was observed on the date of issue. The customer complaint was confirmed. The root cause was determined to be a hardware component failure. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015.